Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep stated the patient (pt) is having issues with their controller. Caller stated nothing is coming up on the screen when trying to charge the controller. Agent made outbound call to the patient. Pt states the ins is completely dead. Agent advised to reset equipment and the controller did not power on without the battery pack to the ac power supply. There was no light on the ac power supply. The issue was not resolved through troubleshooting. Agent sent request to repair for controller and the ac power supply. Pt called back stating they were sent a new controller and the controller was not recharging even after having it plugged into the ac power supply for 48 hours. During the call the pt removed the controller battery and plugged the controller into the ac power supply, caller verified the controller turned on. Caller put the battery back into the controller and verified the controller was charging. Pt noted that the controller battery was not recharging prior to call with a green light. Issue was resolved thro ugh troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.